Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the wallflex duodenal stent remained implanted and will not be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex duodenal soft uncovered stent was implanted to treat a 10cm duodenal stricture during a duodenal stent placement procedure performed on (B)(6) 2022. The patient's anatomy was very tight in the second and third portion of the duodenum. On (B)(6) 2022, the wallflex duodenal stent was successfully implanted inside the patient. However, post procedure, it was observed that the patient was not decompressed and did not respond to stent placement. On (B)(6) 2022, imaging was taken and the wallflex duodenal stent was found to be in good position; however, the mid portion of the wallflex duodenal stent was not fully expanded. The physician reassessed the patient status for a second stent placement and a nasal gastric tube was placed. Reportedly, 4 to 5 days after the initial placement, a 22 x 12 wallflex duodenal stent was implanted to help expand the first wallflex duodenal stent. There were no patient complications reported and the patient was sent to hospice for palliative care.